Event description:
Patient presented with high lead impedance. X-rays were taken, and no discontinuity was found in the lead. The x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.